Manufacturer narrative:
A ge service representative performed an on site investigation. The 3v coin battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death.